Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the user was sleeping. The user reloaded the cartridge, cleared the alarm, and insulin delivery was resumed. The user's blood glucose level was 230 mg/dl.